Event description:
A hosp materials manager reported loss of image during a colonoscopy procedure. The procedure was completed with a second instrument and there were no complications associated with the occurrence. The colonoscope was returned to olympus for inspection. Olympus found a broken pin in the electrical connector and attributed the phenomenon of image loss to the broken pin. Olympus determined that the pin in the connector was most likely damaged as the user attempted to attach the electrical part to ancillary equipment prior to the procedure.